Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
Patient received an implant on (B)(6) 2012 via the left common femoral vein due to deep vein thrombosis. Patient experiences caval thrombosis, tilt, device is unable to be retrieved, embedment; patient is alleging vena cava perforation, embolism of the ivcf, anxiety. Unsuccessful retrieval were attempted (B)(6) 2012, on (B)(6) 2013, and on (B)(6) 2013 respectively due to accumulated thrombus on the tip of the filter. It was reported on an ultrasound from (B)(6) 2013 that right femoral access was performed to use forceps to dislodge the filter from the vena cava wall as the tip of the filter had penetrated the right side of the vena cava. After repositioning, the physician was able to separate the filter from the incorporation into the wall on the right side. The position of the filter is below the renal veins and the tip is not incorporated into the wall.

Manufacturer narrative:
This report is being submitted retrospectively per FDA request. All information for this event was previously submitted from (B)(6)2017-(B)(6)2017.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable, or unchanged. Investigation - 16nov2017/emb: investigation is reopened due to additional information provided. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'tilt, vc perforation, unable to retrieve, thrombosis, embolism of the ivcf, embedment, anxiety'. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. H3 other text: blank fields on this form indicate the information is unknown or unavailable, or unchanged.